Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would turn off. It was indicated that the programmer had a bad power supply. It was also indicated that the power cord bay was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn off due to power supply failure. The programmer was returned for service. No patient complications have been reported as a result of this event.